Event description:
Intera oncology received a report that a patient had their intera 3000 hepatic artery infusion pump explanted on (B)(6) 2024. The physician indicated that the nuclear hepatic arterial perfusion scintigraphy study result was abnormal and not repairable. Intera oncology attempted to seek additional information with the physician multiple times and physician refused to provide information.

Manufacturer narrative:
The device history record, rtr-0883-20001 l/n 28142466, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology attempted to seek additional information with the physician multiple times and physician refused to provide information. Therefore, the root cause remains inconclusive. If physician decides to provide us updated information, asupplemental report will be submitted to the FDA.